Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to update d8, and to correct g2 (checked foreign). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that black rubber-like foreign material was clogged in the nozzle, however, the specific material could not be identified and the cause for the clog could not be specified. There was no damage to the area where the material was detected and the user's reprocessing methods are unknown. Attempts were made to obtain additional information regarding the user's reprocessing methods, but no response was received. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the nozzle on the evis lusera colonovideoscope was clogged. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The subject device was returned and evaluated. The reported problem was not confirmed. However, a black rubber was found and removed from the nozzle. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.